Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
Upon inspection and testing, it was observed that the device had no signal from a second 3g/hd/sdi port leading to no image. This is attributed to the faulty printed circuit board and faulty rear panel assembly. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a demo device that was returned to the service center for inspection. At the time of inspection, it was observed that there was no signal from a second 3g/hd/sdi port leading to no image. This is attributed to the faulty printed circuit board and faulty rear panel assembly. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the no image due to the faulty printed circuit board.